Manufacturer narrative:
Device received with broken reservoir tube lip and missing the black o ring noted. The test reservoir p-cap was able to lock in place. Device passed displacement test and rewind test, no rewind anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring had missing pieces and black o ring came off from insulin pump also rewind was slower. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.